Manufacturer narrative:
A distal end of the driveline replacement was performed on (B)(6) 2017 and approximately 21 inches of the external portion/distal end of the driveline was returned for evaluation. Additionally, 1.5 inches of the silicone jacket layer and 2 inches of the clear bionate layer were also returned and had no wiring underneath. An electrical continuity test was performed and all wires were found to be electrically intact. Visual examination of the driveline revealed damage to the silicone jacket layer approximately 2.5 inches from the metal connector and multiple areas of metal braided shield breakdown; however, no damage to the underlying wires or breach in the insulation of any of the wires were identified through microscopic inspection and high potential testing. Although the evaluation of the returned portion of the driveline did not confirm any area of driveline wire compromise, damage to the returned 2-inch section of the clear bionate layer was observed during this evaluation and damage to the orange wire's insulation was observed during the on-site driveline evaluation by the manufacturer¿s technical services representative. Based on this on-site evaluation, the inner conductors of the orange wire were exposed as a result of the damage to the orange wire insulation. If the exposed conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground would have potentially resulted in the pump stoppage events which were confirmed through the evaluation of the submitted system controller log file. Evaluation of the submitted x-ray images of the internal and external portions of the driveline revealed no other areas of concern. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 1 month. The replaced portion of the driveline is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 7 years of support, red heart alarms occurred only during power module support. The patient exchanged the system controller and placed the lvad system to battery support, and no further alarms occurred. The patient was asymptomatic. The patient was advised to use batteries only. On (B)(6) 2017, the patient came to the hospital and pump stoppage occurred immediately after connecting to the power module with a grounded power module patient cable for history download. X-ray images showed a massive bend with stressed shielding on the portion of the driveline external to the patient. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer's technical services representative. Visual inspection of the external driveline noted a large area covered with rescue tape in addition to the bent area. Electrical continuity testing passed. The silicone tube was opened at the bent area. The bionate layer was observed to be damaged, and the wires also had a massive bend in this area. A distal end percutaneous lead (driveline) replacement procedure was performed by technical services. After the repair was completed, no further alarms were observed while the system controller was connected to the power module with a grounded patient cable. No additional information was provided.